Event description:
The hcp report in 2006 the pt experienced a stroke the evening after surgery and is now experiencing worsening depression and suicidal thoughts. In 2006, the hcp reported the pt was attending out pt mental health sessions once per week and the severe depression had resolved. Additional info rec'd via dbs clinical adverse event reports dated for 5 days indicate the pt committed suicide secondary to depression. The most recent updated sae report indicates: the pt was a man with idiopathic parkinson's disease since 1983 that lived in an assisted living facility. He enrolled in the study in 2005 and had the dbs system implanted in 2005. The surgery proceeded well and without complication. However, the evening after his surgery, the pt developed acute mental status changes and right hemi paresis, with CT scan showing a hemorrhagic stroke centered in the left putamen and extending into the insular cortex. The pt ultimately largely recovered from the stroke, but had mild residual effects of dysarthria and mild cognitive impairment. His parkinsonian motor symptoms were substantially improved with dbs treatment. In 2006 the pt was seen for his six month follow up visit. During the visit, the pt expressed depression and suicidal thoughts. Psychiatry service was consulted and they recommended that the pt be admitted. The pt was hospitalized for 21 days. Treatment included antidepressant medication, as well as individual and group psychotherapy. The pt's deep brain stimulation settings were adjusted on day 3 of hospitalization in case stimulation was contributing to the pt's depression - although this was felt to be unlikely. Following treatment with antidepressant medication and psychotherapy, the pt's depression significantly improved and he was discharged to his assisted living facility. The pt continued to participate in the outpatient psychiatric treatment program for approx 43 days. Upon discharge, the pt's depression was assessed to be greatly improved and was attributed to situational issues, including financial stressors and coping with medical illness; the pt was instructed to follw up with psychiatric services closer to home. The pt was last seen at the outpatient eval and assessment sevice in 2006 and treated with ketoconazole cream and shampoo for a skin rash. Approx 2 months later, the study center was notified from the pt's assisted living facility that the pt was deceased and that he was found by a caregiver at 2:00 am with a bag over his head and a belt around the neck. The suicide appears to be due to situational depression and may also reflect progression of the pt's parkinson's disease. Give the stability of the dbs setting and the temporal course of the suicide, it seems improbable that the suicide is related to study-related procedures or treatment. Current medications at the time of the event were: sinemet 25/100, entacapone 200mg, sinemet 50/200, olanzapine 2.5mg, trazodone 100mg, citalopgram 20mg, terazosin 2mg, omeprazole 20mg, sodium chloride 1gm, fludrocortisone 0.1mg, senna 8.6mg, oxybutynin 5mg, hydrocortisone cream, ducosate 250mg, bisacodyl 5mg, bodan pad, and ketoconazole 2% cream.